Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Manufacturer's local lab reports lancet is protruding from multiclix lancing device cap. No adverse event reported. The device has been returned.